Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not pass its self-test. The device would illuminate its service led and prompt "abnormal energy delivery". Upon initial evaluation, a third-party service agent observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, reducing the defibrillator output energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined the provided price quotation, and the device was returned without repair. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not pass its self-test. The device would illuminate its service led and prompt "abnormal energy delivery". Upon initial evaluation, a third-party service agent observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, reducing the defibrillator output energy. There was no patient use associated with the reported event.